Event description:
Additional info received from MFR on 8/24/1998: co's past experience has shown that 'white fuzz" is usually identified as a plastic fiber. This type of incident occurs very infrequently.